Event description:
It was reported that there is a damaged comb and damaged blade. The event timing is before surgery. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Event description:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR 0001526350-2024-00270.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR 0001526350-2024-00270.